Event description:
The pt reportedly was unable to hear while using his sound processor. The pt was seen for device eval. Testing performed confirmed that the device was no longer functioning. X-ray (date not given) results confirmed proper placement of the electrode array and no apparent break in the ceramic case. Surgery has been scheduled to explant the pt's device.